Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The device was run for one week without powering off. It was noted that the battery contact spring was covered by glue from battery. The battery contact spring was cleaned. (B)(4).

Event description:
It was reported that the external pulse generator (epg) shut down during use. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.